Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in an unknown number of peritonitis events. The breaches in aseptic technique were further described as due to improper operation and not washing hands. It was not reported if the patient was hospitalized for the peritonitis events. The patient was treated with unspecified intraperitoneal drugs for the events. At the time of this report, the patient was recovered from the peritonitis events. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further information.